Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was scratched. The customer reported that they had difficulty reading the screen. The customer stated that they experienced low blood glucose of 65 mg/dl. The customer stated that they treated the low blood glucose with orange juice. The customer's blood glucose was 197 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with deep scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.